Event description:
Allegedly, patient revised due to pain, hard to walk, sit, worse when squatting and rising, walking with limp, elevated cobalt & chromium levels. (Right).

Manufacturer narrative:
This is the same event as 3010536692-2015-00541.